Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received: adding implanted date: on (B)(6) 2023. Adding explanted date: on (B)(6) 2023. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional investigation findings: 3243. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions: 50. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis ev implant catalog #: unknown atis ev implant to primetaper ev ø4.8 x 11mm os catalog#: 68011106. Correcting lot# from unk to 502244. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Medical device problem code - 3190. The correct codes for this complaint are: health effect - clinical code - 1930. Medical device problem code - 2408. This is a follow up report for this corrected information.